Event description:
On (B)(6) 2014, the patient underwent emergent endovascular repair of an abdominal aortic aneurysm rupture using four gore® excluder® aaa endoprostheses (rmt261416j/11905183, pxc121200j/11979678, pxc121400j/11337084, pxc121000j/12885004). After all the four stent grafts were deployed, a proximal type I endoleak was revealed. An aortic extender component (pxa260300j/11380892) was prepared to treat the endoleak, but it was deployed more distally than in an intended position. The physician decided to use another aortic extender component (pxa260300j/11882899), but its proximal end appeared not to be fully deployed when the second pxa260300j was implanted. While the physician was retrieving the delivery catheter, its leading olive got caught on the proximal end of the pxa260300j, pushing it down inside the pxa260300j. The physician stopped retrieving the delivery catheter, advanced it proximally once, and tried to retrieve it again. The delivery catheter was removed successfully, but the pxa260300j moved distally as a result of the advancing and/or retrieving movement of the delivery catheter. Touch-up ballooning was performed, and the pxa260300j was fully deployed. An intra-operative imaging revealed that the proximal type I endoleak was resolved but a possible type ii endoleak was also revealed. The physician concluded the procedure, taking a wait-and-watch approach to the possible type ii endoleak. It was reported that the patient had a short proximal neck. It was also reported by the physician that when deploying the second pxa260300j, he felt the deployment line had been broken. Furthermore, per the clinical specialist, an introducer sheath could be advanced only around the iliac bifurcation, and the delivery catheter was advanced outside of the sheath to the proximal neck. The deployment line might have been damaged during advancement of the delivery catheter, but it could not be confirmed if the deployment line breakage occurred or what caused the breakage if it did actually occur.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.